Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient had an implant and when they had to have the implant removed it did more damage to their nerve system. No further complications were reported.